Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a an unspecified cartridge alarm occurred during the load sequence in which the customer received a message stating "insulin not detected". Blood glucose level was 400 mg/dl. No additional information regarding this alarm was provided.